Event description:
The following was reported to gore: patient had an existing bifurcated surgical aaa graft (unknown manufacturer) previously implanted with device extensions into the common iliac arteries bilaterally. On (B)(6) 2023, the distal left common iliac artery and hypogastric artery aneurysm required treatment. Gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) were implanted. A 13mm x 2.5cm vsx device extended from existing surgical graft to the left common iliac artery. Two 10mm x 10cm vsx devices were implanted at the left hypogastric artery and left external iliac artery. From the right access side, an 8lmm x 79mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced through the sheath, up and over aortic bifurcation through 13mm x 2.5cm vsx device. The vbx device was intended to extend into the left hypogastric artery and overlapped with the deployed 10mm x 10cm vsx device. Resistance was felt when the vbx device went into the 10mm x 10cm vsx device without the aid of a sheath. The vbx device was being pulled back into the sheath when the constrained vbx stent dislodged from the balloon. The balloon was partially inflated and the dislodged vbx device was withdrawn to the level of the aortic bifurcation. Through a long access sheath, the vbx stent was retrieved from the patient with vascular forceps. The procedure ended after distal left common iliac artery aneurysm was treated successfully. The physician plans to treat the left hypogastric artery aneurysm at a later date with brachial access. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient gender and weight were requested, but not made available. Additional patient history and medication information was also requested, but not made available. Device evaluated by MFR: the device has not been returned to gore. Therefore, direct product analysis was not possible. (B)(4). IFU for gore® viabahn® vbx balloon expandable endoprosthesis warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Engineering evaluation: the returned device was returned partially deployed with no endoprosthesis mounted on the delivery system. The loss of the pleated appearance of the balloon cover is consistent with intentional partial inflation of the balloon as reported. Kinking of the dual lumen catheter was noted. The endoprosthesis was returned separate from the delivery system. The endoprosthesis was not expanded, and extensive damage was observed along the length of the stent-graft, including bent apices, ring compression and overlap, and crushed stent rows. The bent apices are deformed in the same direction consistent with an unintended device interaction during attempted retraction through the sheath as reported. Additional damage sustained by the endoprosthesis is consistent with device retrieval and manipulation with surgical tools as reported. Inability to advance to treatment site could not be independently confirmed during device evaluation as the clinical experience cannot be fully replicated in a laboratory environment due to in vivo characteristics (e.g., patient anatomy and disease state) that may influence advancement of the vbx device. The physician reported resistance during tracking through a previously implanted stent-graft without the aid of a sheath. The IFU indicates an appropriately sized introducer sheath is required for implantation of the vbx device. The root cause of the advancement failure is consistent with unintended device interactions occurring during the procedure and use error as reported, specifically user does not use introducer sheath. The reported endoprosthesis dislodgement during withdrawal through sheath was confirmed during evaluation. The IFU provides guidance concerning removal of the vbx device and discourages retraction into the sheath following full introduction of the endoprosthesis to prevent dislodgement from the balloon catheter. The root cause of the stent dislodgment is consistent with reported use error in removing the delivery system with the stent still mounted through the sheath leading to the potential for stent migration. Instructions for use (IFU) for gore® viabahn® vbx balloon expandable endoprosthesis state: select the compatible size introducer sheath from table 1. Always use an appropriately sized sheath for the implant procedure. It is advisable to use a sheath or guide catheter that is long enough to cross the lesion. Use of a guide sheath or guide catheter minimizes the risk of dislodging the endoprosthesis from the balloon during tracking. The IFU also states: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. D8/d9: specimen was returned on 2/20/2023 and evaluated (see additional manufacturer narrative).